Event description:
It was reported that the patient received inappropriate shocks due to an apparent lead fracture, noise, and oversensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): distal conductor fractured. Full lead in segments returned and analyzed. Additional findings of defib conductor distorted, several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, outer insulation melted, outer tubing overlay cosmetic environmental stress cracking, outer insulation cosmetic depression, helix distorted/bent, blood in/on helix mechanism and flexed within 5 cm of anchoring sleeve.